Event description:
A malfunction was reported on the pump after it got wet. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump to be sent to the customer, with instructions for returning the faulty pump, and provided guidance on use and storage. The customer planned to consult with a healthcare provider regarding backup therapy.